Event description:
It was reported that the right ventricular (rv) lead had alerted for low lead impedance. Fluoroscopy showed that the lead had perforated the right ventricle. The lead was extracted and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-35 lead, implanted: (B)(6) 2003. (B)(4).